Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number provided is not a valid number. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger of the stapler is partially engaged. The stapler was received with 27 staples left in the cartridge indicating that at least 8 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged, and the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples that were fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "stapler jammed" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cartridge. There were no functional issues found with the stapler.

Event description:
It was reported that the stapler jammed after applying the first staple.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed after applying the first staple.